Event description:
It was reported that a sound was heard from the high flow insufflation unit, the front panel then flashed and a power outage occurred. The issue was restored when the power switch was pressed again. The issue occurred during a therapeutic laparoscopy, which was completed with the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.